Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2351 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
The contact for a peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the screen of the patient¿s liberty select cycler was dim despite the display brightness being set to 10. The contact stated the letters on the screen were hard to read. The patient was not connected to the cycler at the time of the call. The ts representative issued a replacement cycler to the patient and advised the contact to inform the patient¿s pd registered nurse (pdrn) of the replacement. It was confirmed that the patient was trained to perform manual pd therapy and had the necessary supplies to do so. The ts representative told the patient¿s contact that they could continue using this cycler until the replacement arrived. Upon follow-up, it was confirmed that the patient was able to complete their treatment on the date of the reported event. The patient did not experience any adverse effects or require medical intervention as a result of the reported issue. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.